Event description:
It has been reported to philips that the allura system did not start, it remained stuck on the 00:00 time count. The system was not in clinical use. No harm has been reported to philips. The user identified that the flexvision pc was not starting, causing that the system did not start up. The "on" button on the flexvision pc was pressed after which the system started and the system was operational. The flexvision pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected the system remotely and confirmed that the system had problem with starting up. Review of the system log file showed that the malfunctioning of flex vision pc. Upon further troubleshooting rse found the problem with the flex vision pc which was not starting which led in to blocking of system. The remote service engineer (rse) communicated with the customer and instructed to press the front button of flex vision pc. (Rse) suggested the replacement of flex pc. After few days the same issue reoccurred the philips field service engineer (fse) replaced the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code were corrected.